Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had their lead replaced due to "broken leads". The suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later it was reported that the cause of these broken leads is due to patient manipulation of the device. A lead fracture was seen at surgery. This was determined to be due to the patient flipping the generator. The suspect product has not been received to date. It was reported that the suspect product is not available for return.